Event description:
It was reported the patient has a planned spectra penile prosthesis revision procedure due to infection. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Additional information received indicated this was not a boston scientific device. The information was amended in this report to reflect that this was not a reportable complaint applicable to bsc.

Event description:
Additional information received indicated that the device was not a boston scientific manufactured device. This supplemental report amends the initial report previously submitted and is thus not reportable.